Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, patient weight was not requested due to patient decision not to disclose the information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient device was unable to be placed in MRI mode due to invalid contacts, as a result, the patient underwent a paddle revision on (B)(6) 2020, wherein the lead was explanted and replaced. Therapy restored post-operatively.